Event description:
Supplemental report is being sent with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments. A thorough evaluation of the lead segments was performed. Visual inspection noted that the setscrew mark was in the correct location. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise and low impedance values.

Event description:
It was reported that this right ventricular (rv) lead had observations of noise that was oversensed, as well as low out of range pacing impedances less than 200 ohms. The lead was explanted and replaced, and was returned for analysis. No additional adverse patient effects were reported.